Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump infusion set had a possible leaks.. The customer¿s blood glucose was over 400 mg/dl at the time of incident and blood glucose of 322 mg/dl at the time of call. Customer stated that the infusion set was leaking at the top of the insertion site. Customer had blood at site with 3 of his infusion sets and confirmed that there is no sign of infection and the insertion site was not actively bleeding during the time of call. Customer also reported to have experienced a high blood glucose of over 400 mg/dl due to leaks from infusion set. Customer treated with manual injection and declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump will not be returned for analysis. Reference svn case-(B)(4) on infusion set with complete troubleshooting.